Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer's insulin pump shut off and would not turn back on even after replacing the batteries with new ones. The patient's blood glucose level was unknown. The customer's mother stated that the pump shut off while the customer was in school. The customer was assisted with the issue and informed us that the mother was sent a new battery cap and had not had any issues since. No further information was provided.